Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center director reported a case of severe dry eye, observed in a patient's right eye at six weeks post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Upon follow up, reporter indicated the patient issue was improving with the use of artificial tears and cyclosporine ophthalmic emulsion. Reporter stated the patient will continue to be monitored.